Event description:
There was an allegation of questionable elecsys hiv combi pt results for 4 patient samples on a cobas e 411 analyzer (rack system).sample 1: the initial result was 1.24 coi (reactive), and the repeated result was 0.383 coi (non-reactive). The confirmation test result, using the elfa (vida- enzyme-linked fluorescent assay), was non-reactive.sample 2:on 13-jun-2026, the initial result was 1.07 coi (reactive). The confirmation test result, using the elfa (vida- enzyme-linked fluorescent assay), was non-reactive.sample 3:on 14-jun-2026, the initial result was 1.34 coi (reactive). The confirmation test result, using the elfa (vida- enzyme-linked fluorescent assay), was non-reactive.sample 4:on 15-jun-2026, the initial result was 1.41 coi (reactive). The confirmation test result, using the elfa (vida- enzyme-linked fluorescent assay), was non-reactive.

Manufacturer narrative:
The analyzer's serial number is (B)(6).the calibration was acceptable.the investigation is ongoing.